Event description:
Caller reported a cgm error with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the process, after which the cgm error did not reoccur and the caller successfully started their sensor session.